Event description:
Revision surgery occurred approximately 2 months after the primary surgery which occurred on (B)(6) 2023. No fall or other trauma reported. Patient spontaneously dislocated when reaching for a cup of coffee on their kitchen counter. 40 mm + 3 standard humeral cup explanted and replaced with a 40 mm + 6 stability humeral cup.

Manufacturer narrative:
Patient spontaneously dislocated 2 months after primary surgery. No actual, implied, or suspect link to fx product.